Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed. There were no additional findings. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided. E1:(B)(6) hospital.

Event description:
The customer reported to olympus that the visera elite ii video system center had an error e333 (image problem) occur during a therapeutic respiratory procedure. There was no problem with the image, so the procedure was completed with the same device. There was no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.